Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000350 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding short sheath - medium and the patient experienced retroperitoneal hematoma that required prolonged hospitalization. On (B)(6) 2024: the ablation for paroxysmal atrial fibrillation was conducted with using the reported varipulse catheter. Pulmonary vein isolation was conducted with the reported catheter and the procedure was completed with no problems. On the same day of the procedure, bleeding from the femoral puncture site was found and retroperitoneal hematoma was confirmed. No additional treatment was conducted and the patient was only observed for follow-up. On (B)(6) 2024: the hospitalization was extended for follow-up observation, and the patient recovered and discharged from the hospital. The physician's comment was that the relationship between the event and the procedure could not be ruled out. There was no relationship between the event and the varipulse catheter.